Manufacturer narrative:
UDI number: (B)(4).  This is one of two manufacturer reports being submitted for this case.   The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days).  Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.    Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to atrial embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. It is to be noted that in this case the sapien 3 valve was implanted in the native mitral annulus. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe calcified native aortic valve stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that patient/procedural factors (not provided) may have contributed to the event and/or the mechanism described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tmvr with a 29mm sapien 3 valve in the native mitral valve, anterior leaflet was lampooned and resulted in severe mitral regurgitation.  The valve was placed in good position, but it embolized towards the atrium.  A 23mm sapien 3 valve was placed in the aortic position to help hold a second 29mm sapien 3 valve in the mitral. A 2nd 29mm s3 valve was placed in the mitral and after 10 minutes, it also embolized into the atrium. The patient was placed on palliative care. This report is for the 1st valve that embolized into the atrium.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.